Event description:
The home patient's caregiver (cg) contacted baxter's technical service center and wanted assistance ending therapy early. Per the cg, the home patient (hp) started therapy late and the homechoice machine was in day dwell 1 of 1. The hp already disconnected himself and did a manual exchange. The nurse was aware. The cg also stated that the hp has peritonitis and is being treated with antibiotics by his physician. The technical service representative (tsr) assisted the cg in going through the end of therapy procedure on the machine. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(4) 2010: the patient has a past medical history of end stage renal disease, diabetes, hypertension, and heart disease. The patient has been on continuous cycling pd since (B)(6) 2008. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The pd effluent was analyzed on (B)(6) 2010 and the culture showed (B)(6). The patient was treated with fortaz 2 grams intraperitoneally for 18 days and has recovered from the peritonitis. The patient has been able to continue with pd therapy. The nurse indicated that the cause of the peritonitis is unknown but that it was not related to any defect or malfunction of any of the patient's pd disposable products. The nurse indicated that the patient uses transfer set product code 5c4482 (lot unknown). No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available.